Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Per the distributor, it was reported that the pt has to press the buttons several times to get them to work. It was also reported that the screen is getting more and more red.